Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the same lot number. It was reported the patient experienced pain at the anchor site regardless of stimulation. Per the sjm representative, the anchor appears to be rubbing/eroding through the skin. Surgical intervention may be taken to address this issue.